Manufacturer narrative:
H11: a review of the service history for the affected device confirmed that the reported event represented the first occurrence associated with the specific unit involved. No concerning trend was reported for this failure mode. Based on the investigation findings and considering that the reported event could not be reproduced during on-site testing, the event is considered non-systematic, however the exact root cause could not be conclusively established. Nevertheless, taking into account the outcomes of previous investigations into similar events, it cannot be excluded that a temporary and non-persistent hardware malfunction of an internal component may be considered a potential contributing factor associated with the reported behavior. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient injury. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 hlm system. The incident occurred in (B)(6), germany. Based on follow-up communications, it was reported that, after getting the error message "motor control failure pump 1", several attempts were made to restart the pump, with no success, leading to change the entire machine. The unit was inspected by technician and no issue was found. The serial read out (real time device parameters and setting recording file) of the pump was collected. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an s5 heart lung machine (hlm) pump stop, during cardiopulmonary bypass, showing the message "motor control pump 1 failure". The pump stop resulted in approximately two minutes of cardiac arrest and a 15-20 minute aortic clamping time. To guarantee the blood flow, hand-crank has been performed and, since the hlm could not be restarted, a backup system has been established and put in operation. Blood pressure was maintained at adequate levels. There was no patient injury.